Manufacturer narrative:
The lead was returned and analyzed, and no allegations were confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it was part of a system that was explanted due to an infection. Lead was returned and analyzed. No additional adverse patient effects were reported.